Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. Patient reports that this issue began after a fall on (B)(6) 2021. As a result, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.